Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted ileocecal resection procedure, it was converted to open surgery due to severe intraoperative bleeding in a patient with liver cirrhosis and portal hypertension. Frequent bleeding occurred throughout the case, even during routine tissue handling, and was not localized to specific tissues or blood vessels. There was frequent bleeding when the tissue was grasped for task such as dissection and cutting. Although some bleeding was anticipated due to the patient's underlying conditions, the onset of severe bleeding was unexpected. Hemostasis was attempted with suction, bipolar coagulation, and pressure was applied using gauze. To prioritize patient safety, the surgeon elected to convert to an open approach. The surgeon noted that, given the patient's medical history, this was anticipated to be a challenging case with a high likelihood of conversion. Information regarding the total amount of blood loss, the need for blood transfusions, postoperative complications, or the patient¿s current condition is unavailable. There was no indication that any intuitive product, instrument, or system caused or contributed to the reported event.